Event description:
It was reported that during a da vinci s surgical procedure, smoke was observed coming from the monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument. The tip cover was observed to have a hole in the transparent portion of the tip cover accessory. The planned surgical procedure was completed by using a backup tip cover. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Multiple attempts have been made to gain additional information about the event, but no additional information has been received. If additional event details become available a follow up MDR will be submitted.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed a hole on the transparent part of the tip cover. Engineering also observed cracks at the proximal end of the tip cover. No arcing damage was found at the hole and the cracks. Evidence is not conclusive, but damage is likely due to mishandling/misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.